Event description:
There was an allegation of questionable high sodium and potassium electrode results for four patient samples tested on a cobas 6000 c501 module. Sample 1: the initial sodium result was 162 mmol/l. The repeat sodium result on the same module was 136 mmol/l. The repeat sodium result on a second c501 module was 137 mmol/l. The initial potassium result was 5.79 mmol/l. The repeat potassium result on the same module was 3.43 mmol/l. The repeat potassium result on a second c501 module was 3.50 mmol/l. Sample 2: the initial sodium result was 118 mmol/l. The repeat sodium result on the same module was 144 mmol/l. The repeat sodium result on a second c501 module was 144 mmol/l. Sample 3: the initial sodium result was 115 mmol/l. The repeat sodium result on the same module was 141 mmol/l. Sample 4: the initial sodium result was 108 mmol/l. The repeat sodium result on the same module was 107 mmol/l. The repeat sodium result on a second c501 module was 140 mmol/l.

Manufacturer narrative:
The electrode lot numbers were requested but not provided. The field service engineer (fse) adjusted the gear pump pressure and replaced the vacuum pump membranes, sipper needle, cuvettes, lamp, sipper tubing, and pinch tubing. The fse also cleaned the wash station needle, electrode seals, and tightened the tubing/fitting. After checks and repairs, multiple precision runs were performed successfully. Following the fse intervention, no further issue was observed. The investigation determined that the service actions resolved the issue.